Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros creatinine (crea) results were observed from a single patient tested on a vitros 5600 integrated system. The affected samples were lower than expected when compared to vitros crea results obtained from the same patient samples during a different test event. Patient sample 1 vitros crea results of 0.92 and 1.06 mg/dl (within the crea reference interval) vs. The expected results of 10.19, 10.58 and 9.92 mg/dl (above the crea reference interval). Patient sample 2 vitros crea result of 0.92 mg/dl (within the crea reference interval) vs. The expected results of 10.19, 10.58 and 9.92 mg/dl (above the crea reference interval). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros crea results were observed on patient samples. The vitros crea result of 0.92 mg/dl (sample 1) was reported outside of the laboratory and this result was questioned by the physician, however no corrected report was issued. It is unknown if any sample 2 results were reported, however, the customer confirmed that there was no treatment altered, initiated or stopped based upon the reported results. There was no allegation of patient harm as result of this event. This report is number one of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 607143.

Manufacturer narrative:
The investigation determined that lower than expected vitros creatinine (crea) results were observed from a single patient tested on a vitros 5600 integrated system. The affected samples were lower than expected when compared to vitros crea results obtained from the same patient samples during a different test event. The assignable cause of the event is unknown. Information such as the patients diagnosis and current medications were requested but never provided by the customer. It is possible that a current medication or clinical condition could have impacted this patients in vivo creatinine concentration. The lower than expected vitros crea results were observed on both patient samples collected from the same patient, therefore it is possible that an unknown sample interferent present within this patients blood contributed to this event. However, no further investigation regarding the samples was performed, therefore, the presence of an unknown sample interferent cannot be confirmed. The customer stated that vitros crea quality control results were acceptable during the timeframe of the event, although no data was provided for review to support this claim and therefore a vitros crea reagent issue cannot be confirmed or ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea slide lot 1513-3549-0941. Improper pre-analytical sample handling protocol cannot be ruled out as contributing to the event as no information was provided in regards to patient sample collection, handling or storage. The customer made no indication that the vitros 5600 integrated system malfunctioned. However, as no within-run diagnostic precision test was performed, an instrument related issue cannot be ruled out as contributing to the event.